Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery upon waking up in the morning. The customer's blood glucose reading was 400 mg/dl. Troubleshooting advised the customer to remove reservoir and disconnect the set and rewind the pump. The customer indicated that the pump alarmed and insulin did not exit the tubing. The customer was advised that a replacement reservoir would be shipped to her.